Event description:
It was reported while using an unspecified bd needle the needle broke during use. Patient visited the ER to locate needle. The following information was provided by the initial reporter: caller asking if the needle retracts back into the syringe. She doesn't see the needle after the injection and wanted to make sure it was not left in the patient. "I took my husband to the hospital and there was no needle left in him, but the ER doctor looked at the syringe and couldn't see the needle either. I threw the one I had away."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.